Manufacturer narrative:
Captures the reportable event of capio device misfire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an apical repair sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during procedure, the capio device misfired. The procedure was completed with a different device. There are no adverse patient effects as a result of this event.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed that the cage was damaged (bent). Due to this condition, it failed to catch the dart during functional test, consequently confirming the reported complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The failure found was probably caused due to excessive handling and manipulation of the device during the procedure and it could have been caused due to excessive force applied to the cage at the moment to deploying the suture, once the cage is damage, it will limit the performance of the device to catch the dart. Based on the information available and the analysis performed the most probable cause for the complaint event is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an apical repair sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during procedure, the capio device misfired. The procedure was completed with a different device. There are no adverse patient effects as a result of this event.